Event description:
A charge nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the leak occurred 3 to 5 minutes from initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the base of the dialyzer. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A charge nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the leak occurred 3 to 5 minutes from initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the base of the dialyzer. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Event description:
A charge nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the leak occurred 3 to 5 minutes from initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the base of the dialyzer. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: for the initial MDR (B)(4) the date should have been 6-10-2023.

Event description:
A peritoneal dialysis (pd) nurse reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the nurse reported that the leak occurred 3 to 5 minutes from initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the base of the dialyzer. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.